Manufacturer narrative:
The case involved a comminuted fracture of the femur in a (B)(6)-year old patient with a knee prothesis. Examination of the involved implant, as well as its production records, indicated it was manufactured according to specification. X-rays provided to the company, revealed nonunion of the fracture. Importantly, the plate supported the fracture for more than 7 months; it finally failed at the area of bone fracture most probably due to a combination of fatigue and excessive bending load. Studies show that complications following treatment with distal femur plates, including nonunion and implant failure, are not infrequent (1). According to hoffmann et al., hardware failure was related to nonunion; additionally, fractures proximal to total knee arthroplasties had a significantly greater rate of failed hardware (2). Their study demonstrated implant failure rates of 9.9% and nonunion rates of 3.6%. Henderson ce et al, locking plates for distal femur fractures: is there a problem with fracture healing? Journal of orthopaedic trauma: february 2011 - volume 25 - issue - p s8-s14. Hoffmann mf et al., clinical outcomes of locked plating of distal femoral fractures in a retrospective cohort. J orthop surg res. 2013; 8: 43.

Event description:
A distal femur plate was implanted (in (B)(6)), to treat a periprosthetic comminuted fracture in a (B)(6)-year old patient. Approximately 7.5 months after implantation, the plate broke during a physiotherapy treatment. The plate was removed and replaced.